Manufacturer narrative:
Details of the complaint on (B)(6) 2019, nka employee reported an incident which occurred at yavapai reg med ctr east on (B)(6) 2019 in which the cns-6801a (pu-681ra sn: (B)(6) discharged a patient automatically without staff involvement. This was the second occurrence. The first occurrence, which occurred on 07/30, is documented under ticket #64818. In both instances, the fin was re-entered and the patient data came back. Service requested/performed troubleshooting/assistance investigation result per nk clinical application specialist (cas) in ticket 64818, the issue was identified. The root cause is determined to be staff at the facility not locking the gz transmitter screen upon replacing batteries. This allowed the patients to press buttons and inadvertently discharge themselves. This issue to be corrected in the next software revision for gz telemetry which would allow the screen to remain locked even after batteries are replaced. D11 & c2: concomitant medical device information was requested but only was told that it is a bedside monitor. Model and serial number unknown.

Event description:
Nihon kohden clinical applications specialist reported that the central nurse's station (cns) was discharging a patient on a beside monitor (bsm) without user intervention. No patient harm reported.

Manufacturer narrative:
Nihon kohden clinical applications specialist reported that the central nurse's station (cns) was discharging a patient on a beside monitor (bsm) without user intervention. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information was requested but only was told that it is a bedside monitor. Model and serial number unknown.

Event description:
Nihon kohden clinical applications specialist reported that the central nurse's station (cns) was discharging a patient on a beside monitor (bsm) without user intervention. No patient harm reported.